Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is being returned to the company's national repair center for further evaluation.